Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during a rotator cuff repair surgery the suture became blocked during the implantation. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 the complaint allegation was confirmed one unpackaged ar-3636-1 batch 15358679 was received for evaluation. The inserter was not received for evaluation. Upon visual inspection, the anchor suture system was found to be broken, and the sutures appeared frayed. The anchor sutures seemed to be severed, suggesting a potentially suboptimal surgical technique. Furthermore, the fraying may indicate inadequate bone preparation prior to implantation. The most likely cause of the reported failure is user error, specifically improper bone preparation and/or the device's surgical technique.

Manufacturer narrative:
Additional information: g3, h3, h6. The complaint allegation was confirmed one unpackaged ar-3636-1 batch 15358679 was received for evaluation. Only the sutures were received for evaluation. Visual inspection revealed that the suture system was broken off and the anchor sutures were frayed. The most likely cause of the reported failure is user error, specifically improper bone preparation and/or the device's surgical technique.